Event description:
It was reported the patient's bilateral leads had impedances outside the normal range. During implantation of the extensions and implantable neurostimulator (ins) the physician programmer displayed open circuits for both electrodes. The lead impedances were reported as ''normal'' during implantation. The ins and extensions were implanted approximately 2 weeks after the leads. It was noted the right lead was ''trashed.'' It was reported the patient's leads were explanted and replaced 5 days later. The system then displayed normal impedances and the patient was responding well to initial programming in the operating room. Per the implanting physician the lead were damaged in the tunneling process.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v911924, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v911924, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead.